Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 17 as the customer¿s allegation could not be confirmed, the cause of the failure could not be determined. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the camera head would not work properly. The issue occurred during an unknown procedure. There were no reports of patient harm associated with this event.